Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
On 26/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event and related records (B)(4). This record is for the third strattice device implanted (B)(6) 2017. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with strattice device on (B)(6) 2015. The patient underwent a procedure for ¿repair of incisional hernia with 14 x 14 cm firm graft material with primary closure overlying fascia¿ on (B)(6) 2016. The patient was implanted with another strattice device on that same date due to ¿incisional hernia.¿ the patient underwent an ¿us guided aspiration & drain placement of an anterior abdominal wall abscess¿ on (B)(6) 2016. The patient then underwent a ¿drainage of intra-abdominal abscess, removal of infected strattice graft¿ on (B)(6) 2016. The patient underwent a ¿reduction of incarcerated incisional hernia, removal of old graft material, repair of incisional hernia with 10 x 16 cm strattice graft, placed transversely¿ on (B)(6) 2017. The patient was implanted with a third strattice device due to ¿incarcerated incisional hernia¿ on that same date. The patient underwent a ¿CT guided aspiration of a fluid collection around a ventral hernia mesh¿ on (B)(6) 2017. The patient next underwent an ¿incision & drainage of intraabdominal abscess, removal of infected strattice graft¿ on (B)(6) 2017. The patient then had a ¿recurrent incisional hernia repair with implantation of biologic mesh, bilateral myocutaneous flaps (13 cm wide x 25 cm long in the retro rectus space for mesh implantation), lysis of adhesions, excision of hernia sac with scar tissue, anterior component separation, soft tissue excision & wound closure, repair of a 13 cm long x 7 cm wide defect in the midabdomen at the midline, implant of a 13 x 25 cm piece of flex hd biologic mesh into the retro rectus space anchored with 18 full-thickness sutures, anterior and posterior sheaths closed completely¿ on (B)(6) 2018. The patient underwent a ¿debridement of wound, primary closure & placement of incisional wound vac¿ on (B)(6) 2019. The patient next underwent a ¿CT guided aspiration with placement of drainage catheter into anterior abdominal collection." The patient had a ¿superficial drain aspirated which was serosanguinous in nature¿ on (B)(6) 2019. The patient had another ¿CT guided aspiration of subcutaneous fluid collection in the midline anterior abdominal wall¿ on (B)(6) 2019. The patient underwent a ¿recurrent incisional hernia repair, extensive lysis of adhesions¿ on (B)(6) 2019. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses.¿ patient ¿suffers from abdominal pain.¿ ¿[they have] been hospitalized and undergone surgical procedures. [Patient] endured painful debridements and had a wound vac. [Patient] suffered from painful wound infections and abscesses. Home healthcare administered antibiotics through a PICC line. [Patient] experiences abdominal discomfort and pain. [The patient] is dependent on others to help with daily tasks [they have] difficulty completing [themselves.] ¿[they have] lifting restrictions and had to adjust [their] physical activities. [Patient] has difficulty walking long distances and exercising. [They have] difficulty participating in family activities due to pain and discomfort such as lifting [their] grandchildren. [Their] stomach is scarred and disfigured causing [the patient] embarrassment. [Patient] is fearful [they] will suffer another hernia in the future. These injuries contribute to [the patient¿s] depression and anxiety.¿ the form lists the conditions that were treated were ¿ventral hernia repair with 6 x 8 cm strattice¿ on or about (B)(6) 2015. The patient also underwent treatment for ¿anxiety & depression, hernia related symptoms; primary care¿ from 2015 to present. The patient received treatment for ¿recurrent midline central abdominal hernia/incisional hernia; repair of incisional hernia with 14 x 14 cm firm graft material with primary closure overlying fascia¿ on or about (B)(6) 2016. The patient was treated by ¿us guided aspiration & drain placement of an anterior abdominal wall abscess/ seroma, drainage of intra-abdominal abscess, removal of the infected graft, wound vac placement¿ between (B)(6) 2016. The patient was treated for ¿reduction of incarcerated incisional hernia, removal of old graft material, repair of incisional hernia with 10 x 16 cm strattice firm graft, placed transversely¿ between (B)(6) 2017. The patient had a ¿CT ab: interval development of fluid around the mesh, deep to the rectus abdominis muscles, fluid collection measures about 11 x 5 x 7 cm in size & may represent a seroma, CT guided aspiration of fluid collection around ventral hernia mesh - 180 cc of cloudy yellowish fluid aspirated; incision & drainage of intra-abdominal abscess; removal of infected strattice graft¿ between (B)(6) 2017. The patient was treated for ¿hernia symptoms, abdominal hernia repair & follow-up¿ from 2017 to 2020. Patient had an ¿abdominal hernia repair, infection, surgery follow-up¿ between 2017 and 2024. The patient received a ¿CT: very large hernia w/ partial component of loss of domain, thin rectus muscles cephalad, thicker caudally, defect 8 cm cc, 7 cm wide 10 cm intact fascia above pubis on or about (B)(6) 2018. The patient was treated for a ¿recurrent incisional repair with implantation of biologic mesh, bilateral myocutaneous flaps (13 cm wide x 25 cm long in the retro rectus space for mesh implantation), lysis of adhesions, excision of hernia sac with scar tissue, anterior component separation, soft tissue excision, wound closure, repair of a 13 cm long x 7 cm wide defect in the midabdomen at the midline, 13 x 25 cm piece of flexhd biologic mesh implanted into retro rectus space, anchored with 18 fullthickness sutures, anterior & posterior sheaths closed completely¿ between (B)(6) 2018. The patient was treated for ¿postop changes of recent hernia repair with multiple abdominal wall drains in place, no organized fluid collection, no evidence for recurrent hernia¿ on or about (B)(6) 2018. The patient underwent ¿debridement of wound, surgical preparation with excision of eschar & scar from anterior abdomen measuring 10 x 15 cm; reconstruction of soft tissue defect involving skin & subcutaneous tissue of anterior abdomen using adjacent tissue transfer technique 10 x 15 cm; placement of incisional vac for reinforcement of abdominal skin closure greater than 50 cm2; CT ab/pel: small hiatal hernia, postop changes status post recent ventral abdominal wall hernia repair, with subcutaneous strand changes in trace fluid noted along anterior abdominal wall, trace fluid is noted tracking along intramuscular compartments of anterior abdominal wall¿ between (B)(6) 2018 and (B)(6) 2019. The patient had ¿fever, chills, malaise, abdominal pain¿ on or about (B)(6) 2019. The patient was treated for a ¿increasing abdominal pain, abdominal abscess; scan at osh showed 2 fluid collections, one superficial & one deeper (retro rectus), drain output purulent & cultures grew staph aureus, no evidence of hernia recurrence; CT guided aspiration with placement of drainage catheter into anterior abdominal collection; superficial drain aspirated which was serosanguinous in nature, CT guided aspiration of subcutaneous fluid collections in the midline anterior abdominal wall, discharged home with PICC line¿ between (B)(6) 2019. The patient received ¿home health for administration of medication through PICC line¿ in 2019. The patient received treatment for ¿increased abdominal pain, pain & drainage from around the drainage site; CT: percutaneous pigtail drainage catheter noted within collection just deep to anterior abdominal wall in lower pelvis, minimal fluid at the superior most aspect of the collection¿ on or about (B)(6) 2019. The patient was treated for ¿abdominal pain & worsening drainage around ir drain site, ir drain removal¿ on or about (B)(6) 2019. The patient had a ¿CT: interval removal of pigtail drainage catheter, small reaccumulation of fluid in site of prior drainage, some dependent density within the collection likely represents hemorrhagic products¿ on or about (B)(6) 2019. Patient underwent ¿CT ab/pel: small interparietal hernia in left lower abdominal wall without evidence of bowel obstruction¿ on or about (B)(6) 2019. The patient had another ¿CT ab/pel: small interparietal hernia in left lower abdominal wall without evidence of bowel obstruction¿ on or about (B)(6) 2019. The patient was treated for ¿nausea, vomiting, abdominal pain; CT ab/pel: interval increase in size of left lower quadrant ventral abdominal wall hernia, which contains a loop of nonstrangulated & non-obstructed small bowel, postoperative changes of ventral abdominal wall again seen, associated with prior ventral hernia repair, small hiatal hernia¿ between (B)(6) 2019. The patient underwent ¿CT ab/pel: left spigelian hernia containing an opacified unobstructed small bowel loop¿ on or about (B)(6) 2019. The patient underwent a ¿recurrent incisional hernia repair with implantation of biologic mesh, extensive lysis of adhesions; CT: left lower quadrant 3 x 3 cm defect; hernia was interstitial & covered by scar tissue; implant 8 cm circular atrium patch cqur v large mesh¿ between (B)(6) 2019. The patient was treated for ¿anxiety & depression, nausea, hypertension, hyperlipidemia, pain to ruq, medication management¿ in 2021. Patient received treatment for ¿abdominal pain; CT: severe abdominal pain, no fractures, no abnormal injuries to organs¿ on or about (B)(6) 2021. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿surgicel¿ on (B)(6) 2014. The form indicates that the device was revised as follows: ¿(B)(6) 2015 ventral hernia repair with 6 x 8 cm strattice; (B)(6) 2016 repair of incisional hernia with 14 x 14 cm firm graft material with primary closure overlying fascia.¿ the patient was implanted with a second non-abbvie device, ¿surgicel¿ on (B)(6) 2016. The form indicates that the device was revised as follows: ¿(B)(6) 2016 us guided aspiration & drain placement of an anterior abdominal wall abscess; (B)(6) 2016 drainage of intra-abdominal abscess, removal of infected strattice graft; (B)(6) 2017 reduction of incarcerated incisional hernia, removal of old graft material, repair of incisional hernia with 10 x 16 cm strattice graft, placed transversely.¿ the patient was implanted with a third non-abbvie device, ¿surgicel¿ on (B)(6) 2017. The form indicates that the device was revised as follows: ¿(B)(6) 2017 CT guided aspiration of a fluid collection around a ventral hernia mesh; (B)(6) 2017 incision & drainage of intraabdominal abscess, removal of infected strattice graft; (B)(6) 2018 recurrent incisional hernia repair with implantation of biologic mesh, bilateral myocutaneous flaps (13 cm wide x 25 cm long in the retro rectus space for mesh implantation), lysis of adhesions, excision of hernia sac with scar tissue, anterior component separation, soft tissue excision & wound closure), repair of a 13 cm long x 7 cm wide defect in the midabdomen at the midline, implant of a 13 x 25 cm piece of flex hd biologic mesh into retro rectus space anchored with 18 full-thickness sutures, anterior & posterior sheaths closed completely.¿ the patient was implanted with a fourth non-abbvie device, ¿flexhd¿ on (B)(6) 2018. The form indicates that the device was revised as follows: ¿(B)(6) 2019 debridement of wound, primary closure & placement of incisional wound vac; (B)(6) 2019 recurrent incisional hernia repair, extensive lysis of adhesions; (B)(6) 2019 CT guided aspiration with placement of drainage catheter into anterior abdominal collection; (B)(6) 2019 superficial drain aspirated which was serosanguinous in nature; (B)(6) 2019 CT guided aspiration of subcutaneous fluid collection in the midline anterior abdominal wall.¿ the patient was implanted with a fifth non-abbvie device, ¿atrium c-qur patch¿ on (B)(6) 2019. The form indicates that the device has not been removed or revised.

Manufacturer narrative:
Continued h10 related report numbers: (B)(4). A review of the device history record for strattice lot sp100425 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.